Event description:
Nurse entered room to apply warm pack to IV site. Warm pack contents exploded in mom's face when activated. Immediately wet washcloths and towels used to clean mom's face. Mom denied eye pain, eyes didn't appear red either. Verified by 2 different rn's warm pack ingredients labeled non-toxic.